Manufacturer narrative:
Customer complained that his transmitter did not detect the sensor after insertion on (B)(6) 2024. Multiple transmitter were used, but none got any signal. Customer was sure that his sensor was inside the arm. A transmitter diagnostic log was requested which was reviewed by next level support team. They confirmed that the sensor was not detected with the transmitter (sn (B)(6)). The customer was redirected back to hcp for further determination as to whether the sensor was inserted deeper or if it got stuck inside the insertion tool. Customer had an appointment with hcp on (B)(6) 2024. They did an x-ray to search for the sensor but did not find anything. No sensor could be seen in x-ray. The sensor probably remained inside the insertion tool and the hcp would have not noticed that. This was a procedural error from the hcp. Customer got a new sensor on (B)(6) 2024 and his sensor insertion went fine and his new sensor connected to transmitter is currently working without any issues. No further investigation was found necessary for this complaint. B4.date of this report 15 may 2024 g3.date received by the manufacturer? 15 may 2024 h3. Device evaluated by manufacturer? Yes h6. Type of investigation updated to 11. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 4311.

Manufacturer narrative:
Customer complained that his transmitter did not detect the sensor after insertion on (B)(6) 2024. Multiple transmitter were used, but none got any signal. Customer was sure that his sensor was inside the arm. A transmitter diagnostic log was requested which was reviewed by next level support team. They confirmed that the sensor was not detected with the transmitter (sn (B)(6)). The customer was redirected back to hcp for further determination as to whether the sensor was inserted deeper or if it got stuck inside the insertion tool. Customer has an appointment with hcp on 17 april 2024. Manufacturer is currently waiting for additional information to make the final conclusion.

Event description:
On april 2, 2024, senseonics was made aware of an incident where the newly inserted sensor could not be detected by the transmitter. No signal was received. Multiple transmitters were used, but no signal was received. Customer was sure that sensor was inside the arm. The issue was escalated to next level who suggested the customer to go back to hcp to discuss about removal and replacement of the sensor.